Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 23 occurrences of foreign matter in tube and gel and 1 tube that had marking issues with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: the following issues were reported in tubes (367968) from lot. 0038579: dirty tube x17, fm in gel x2, defective marking x1, dirty shield x3, black spot in tube x1.

Event description:
It was reported that there were 23 occurrences of foreign matter in tube and gel and 1 tube that had marking issues with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: the following issues were reported in tubes (367968) from lot. 0038579: dirty tube x17. Fm in gel x2. Defective marking x1. Dirty shield x3. Black spot in tube x1.

Manufacturer narrative:
H.6. Investigation: bd received samples from the customer for investigation. All samples were evaluated by visual examination and the indicated failure mode for fm on/in gel, embedded fm in tube, defective printing, ink smear, ink smear on cap with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.